Manufacturer narrative:
The entire sid is (B)(6). An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Further investigation of the customers issue included a search for similar complaints and accuracy testing. No adverse trends in complaint activity were identified. The customer initially reported a suspect patient result on the architect ca 19-9 assay when comparing a patients historical result to a current value. However after additional review the customer was satisfied with the result generated. Accuracy testing was completed to evaluate the assay performance of lot 18067m500. The testing met acceptance criteria. This issue was limited to a discreet patient sample. Accuracy testing was completed using panels and the likely cause lot shows that it can accurately detect known concentrations of the analyte. Complaint information reasonably suggests that the assay is performing as intended and no malfunction of the device occurred. Based on the available information, no product deficiency was identified.

Event description:
The customer observed a falsely depressed ca 19-9xr results while using the architect i2000sr analyzer. The following data was provided sid (B)(6): on (B)(6) 2013 initial result was 38.87 u/ml. At another hospital (new blood draw) the patient had a result of approximately 80-90 u/ml on a different architect. The laboratory retested the 38.87 u/ml result and it was repeated. The patient received imaging, but no further impact to patient management was reported. The patient's diagnosis is unknown.